Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user's sister who stated that "the rollator tipped on [her brother] and the handle broke off," causing him to fall. He reportedly sustained "some bleeding wounds, bruises, and aches and pains." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.